Event description:
It was reported that the vaccine leaked from the bd integra¿ syringe with detachable needle luer connection due to the needle not being properly attached. A second puncture was required as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the vaccine came out around the luer area because the needle did not seem connected properly. She noted that she also had trouble pulling up the plunger but eventually got a drop so she continued. Caller stated issue occurred once on (B)(6) 2019 and also sometime recently on an unknown date. Discarded sample. Patient had to be poke a second time which caused soreness in both arms."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vaccine leaked from the bd integra¿ syringe with detachable needle luer connection due to the needle not being properly attached. A second puncture was required as a result. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the vaccine came out around the luer area because the needle did not seem connected properly. She noted that she also had trouble pulling up the plunger but eventually got a drop so she continued. Caller stated issue occurred once on (B)(6) 2019 and also sometime recently on an unknown date. Discarded sample. Patient had to be poke a second time which caused soreness in both arms."